Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts in the mid-section of the stent were lifted from the stent profile and bent distally. Stent struts on the first distal stent strut row were noted to be lifted and pulled distally. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink 64.5 cm distal from the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 3.0 x 15mm non-bsc balloon, a 3.50 x 20mm synergy stent was advanced to treat the lesion. However, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 3.0x15mm non-bsc balloon, a 3.50x20mm synergy stent was advanced to treat the lesion. However, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.